Event description:
It was reported that the patient received inappropriate therapy from the implantable cardioverter defibrillator (ICD) device due to what was believed to actually be atrial fibrillation (af) with rapid ventricular response (rvr). The device remains in use. It was also reported that the right atrial (ra) lead was observed with real time oversensing whenever the patient moved their left arm. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5568-53 lead implanted: (B)(6) 2010. (B)(4).